Manufacturer narrative:
(B)(4).

Event description:
It was reported the peel-away sheath started breaking apart when the clinician removed the dilator. The catheter was placed successfully. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint of the sheath began to break when the dilator was removed could not be determined. The customer returned one peel-away sheath. Visual examination revealed the returned sheath was broken into three pieces. The sheath was broken along the score lines creating two pieces and one of the tabs was separated from half of the sheath body creating the third piece. The sheath body appeared securely attached to the one tab. The other half of the sheath body was separated from the tab horizontally along the tab base. The proximal end of the sheath body approximately 3- 4 mm, remained adhered to the inside of the tab. Both broken edges of the body are stretched and jagged. Microscopic examination of the separated tab confirmed these findings. Manufacturing was consulted on this issue with previous similar complaints and did not find any defect or damage that was caused by the manufacturing process. A device history record review was performed and did not reveal any manufacturing related issues. Therefore , it appears that operational context caused or contributed to this complaint. No further action will be taken.